Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 25299, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: start date: 14 may 2024 alert date: 16- jul- 2024 country of event: us model: lxmc16 device lot number: 25299. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6) sex: female age (at time of consent): 74 years additional event details site awareness date: 16 jul 2024. End date: 16 jun 2024. Severity: mild is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: 29 may 2024. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6): 01149-019 experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025 additional information: updated. Log line: 1 updated: severity : mild => moderate.